Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR: 2134265-2017-07720. (B)(6) clinical trial it was reported that a pericardial effusion occurred. A 30mm watchman ® laa closure device & delivery system along with a watchman® access system were selected. The closure device was implanted during a left atrial appendage (laa) closure procedure. However, during the post implant transesophageal echocardiogram (tee) they revealed a 3mm pericardial effusion (pe). There was no pe noted on the echocardiogram screening. At the patient 45 day follow-up the pe remained at 3mm.